Event description:
It was reported that five days post implant, the patient experienced severe chest pains. Scans were done and no issues were identified. The patient was cleared and sent home with pain medication. Three days later, the patient was checked again and it was determined that the right ventricular (rv) lead was not functioning appropriately and had perforated the heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.